Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event were requested but not received.

Event description:
During a procedure a leak occurred through the irrigation tubing. The device was removed and it was confirmed after taking it out of the body that it was irrigating properly, as was the extra attached tubing provided by the staff. The procedure was completed with the device with no patient consequences.

Manufacturer narrative:
One advisor hd grid mapping catheter, sensor enabled was received for investigation. The catheter functioned as expected during a flow test. The instructions for use (IFU) states ¿insert the distal tip section of catheter into an 8.5 f minimum introducer.¿ the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported irrigation issue remains unknown.